Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call the insulin pump alarmed compromised force sensor system. The patient's blood glucose reading was 120 mm/dl. Troubleshoot was not performed. Caller stated the insulin pump restarted by itself several times. Caller stated drive support was sticking out. Insulin pump was not returned for analysis.